Manufacturer narrative:
H11: corrected data: corrected a1, b5, d1, d4, g4 and investigation conclusion coding to section h6. High gradient can be a result of possible valve related and/or non-valve related issues. Higher than expected gradient may require surgical/percutaneous intervention. Also, there can be several root causes of leaflet immobility or leaflet restriction; where the leaflet or leaflets are not functioning as intended leading to regurgitation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, three (3) months due to severe aortic stenosis, restricted motion of leaflets. The patient presented with acute on chronic diastolic heart failure. A successful tavr was performed with a 26mm 9750tfx transcatheter valve. As reported, the patient was stable post procedure and the md did not feel that the surgical valve failed pre-maturely.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. In this case, minimal information regarding this valve-in-valve procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, three (3) months due to aortic stenosis. A successful tavr was performed with a 26mm 9750tfx transcatheter valve. As reported, the patient was stable post procedure and the md did not feel that the surgical valve failed pre-maturely.